Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted in resetting the device, and advised the customer to call back if the malfunction code recurred. The customer acknowledged and understood the instructions, and it was confirmed that the malfunction did not recur after the reset.